Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a suspended insulin delivery. Customer stated that the had blood glucose of 193 mg/dl and sugar glucose of 40 mg/dl. Customer stated that the difference between blood glucose and sugar glucose was more than 30 percentage. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.